Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On the same day, it was reported that at approximately 5:30 am, the patient experienced loss of consciousness (loc) and collapsed at home after taking his service dog outside. The patient fell near the kitchen sink and remained on the floor for several hours before being able to move. Emergency medical services (ems) transported the patient to the hospital; however, information regarding who contacted emergency services was not provided. At the time of the event, the patient was wearing a cgm and reported that the device was functioning but experiencing intermittent signal loss. The patient also reported a discrepancy between the cgm and blood glucose readings. At some point the cgm displayed approximately 110 mg/dl, while an fsbg obtained by a healthcare professional measured approximately 400 mg/dl. The patient reported not having eaten for more than 24 hours prior to the event. Upon evaluation, the patient was found to have sustained a broken foot/toe and was later diagnosed with sepsis. The cause of the collapse remained under investigation, and stroke was being considered as part of the diagnostic workup. On 06/16/2026, the patient underwent an MRI, during which the cgm was removed and discarded by hospital staff. During hospitalization, the patient received intravenous (IV) insulin, IV antibiotics, and additional medications for blood pressure management and other related conditions. At the time of reporting, no final diagnosis had been confirmed, and the patient remained hospitalized awaiting additional test results while continuing treatment. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.